Manufacturer narrative:
E1 - phone: (B)(6). H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there was suprarenal stent separation from the graft material of a zenith flex aaa endovascular graft bifurcated main body more than 15 years after implantation in an 88-year-old male patient. The initial standard endovascular abdominal aortic aneurysm repair (evar) occurred in either (B)(6) 2010 or (B)(6) 2011. In 2022, the patient had a computed tomography (CT) scan, and the suprarenal stent appeared to be functioning as intended; however, in 2023, an additional CT trauma scan revealed that the anterior portion of the suprarenal stent had come loose from the graft material. In (B)(6) 2026, an additional CT scan was performed and a complete separation of the suprarenal stent from the graft fabric was observed. Due to the separation of the bare renal stent from the graft material, movement has occurred and the device does not have wall contact. The patient now has a type 1a endoleak, in which the aneurysm sac has resumed filling. The patient has declined any further treatment.